Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit assay performed on 27sep2023. Due to positive test result, patient was treated with belcry. Additional testing was performed on the 27sep2023 with a non-abbott test (platform - towns immunoace ii) on a nasopharyngeal sample which generated a negative result. Confirmation pcr testing (platform - beckman gx-4) was performed on the 27sep2023 on a nasopharyngeal sample which generated a negative result. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
D4 UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m232122 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/ lot m232122, test base part number 192-430/ lot m232122. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m232122 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was able to determine the root cause was due to unknown patient sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit assay performed on (B)(6) 2023. Due to positive test result, patient was treated with belcry. Additional testing was performed on the (B)(6) 2023 with a non-abbott test (platform - towns immunoace ii) on a nasopharyngeal sample which generated a negative result. Confirmation pcr testing (platform - beckman gx-4) was performed on the (B)(6) 2023 on a nasopharyngeal sample which generated a negative result. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text: single-use, device discarded.

Manufacturer narrative:
Additional information : d4 - lot #. D4 UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a false positive result with the ID now covid-19 2.0 test kit assay performed on (B)(6) 2023. Due to positive test result, patient was treated with belcry. Additional testing was performed on the (B)(6) 2023 with a non-abbott test (platform - towns immunoace ii) on a nasopharyngeal sample which generated a negative result. Confirmation pcr testing (platform - beckman gx-4) was performed on the (B)(6) 2023 on a nasopharyngeal sample which generated a negative result. The customer confirmed there was no patient harm due to the test results.